Manufacturer narrative:
This report is filed on june 08, 2016.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to migration of the electrode array. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
.